Manufacturer narrative:
The initial MDR 2432235-2017-00098 was filed on february 3, 2017. Additional information (02/28/2017): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that the wash port for the reagent 1 probe was not properly aligned and therefore the probe was not getting an adequate wash which could cause carryover and impact results. The issue was resolved with service intervention.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a reagent probe 1 (r1) splatter issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed r1 wash port alignment and cleaned r1. The cse performed several barcode scans with no splash. The cse ran quality controls (qc), which within acceptable limits. The cause of the discordant, falsely elevated albp result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated albumin bcp (albp) result was obtained on a patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 2400 instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated albp result.